Event description:
The resident was using a 2004 invacare rpa600-1 patient lift when the strap on the sling that supported the lower left extremities, came off of the hook and the consumer allegedly fell to the floor. The model number of the sling is not available and has not been confirmed as an invacare product. No details of an injury are known at this time.

Event description:
The resident was using a 2004 invacare (B)(4) patient lift when the strap on the sling that supported the lower left extremities, came off of the hook and the consumer allegedly fell to the floor. The model number of the sling is not available and has not been confirmed as an invacare product. No details of an injury are known at this time.

Manufacturer narrative:
A hanger bar with the new anti-back-up clips was sent to the consumer to replace the hanger bar without the anti back-up clips.

Manufacturer narrative:
(B)(4).